Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Inspection revealed a circumferential burst in the balloon material, 1mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Vascular access was obtained in the left side. The 85% stenosed, 24mm in length, eccentric, de novo target lesion was located in the non-tortuous and 25mm distal left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained in the left side. The 85% stenosed, 24mm in length, eccentric, de novo target lesion was located in the non-tortuous and 25mm distal left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.